Manufacturer narrative:
Complaint no: (B)(4). Improper disconnection and reconnection of the patient is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device had experienced a system error 2240 (air in set) alarm. This alarm occurred during drain four of five. The patient was connected. During troubleshooting, it was reported that the patient disconnected without using proper procedure and then reconnected to the device after the alarm occured. The technical service representative assisted in clearing the alarm, and reviewed the proper procedure with the caller as per user manual. The patient was to complete therapy using manual supplies. There was patient involvement but there was no patient injury or medical intervention associated with this event.